Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient had an episode of pacemaker mediated tachycardia with greater than 2 seconds of loss of capture. It was reported that the patient fell 2 months prior and lead damage was suspected. Boston scientific technical services advised turning off rvac.